Event description:
It was reported to covidien that the spring on the sensor cut the patient. The patient was sent to the emergency department and received 2 stitches.

Manufacturer narrative:
(B)(4). Covidien has made several attempts to obtain further information but customer has not replied to requests. No sample is returning. This is the first report covidien has received of this nature. Investigation is currently in progress.